Event description:
On (B)(6) 2025, user's husband report an incident involving his wife that took place on (B)(6) 2025. User husband's requested the addition of a stopping point at the mid-level section of the stairlift rail. The staircase in their home is a split-level design, with the main floor located at the mid-level. User husband's stated that his wife fell while attempting to access the stairlift from the mid-landing, resulting in a broken right leg. User sustained a fractured tibia.